Manufacturer narrative:
The report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper handling and the application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the telescope "oes elite", to olympus repair center for evaluation of a light guide connector with a missing piece that was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found the device was missing the light guide (lg) cover glass. Device was returned without protective tube. Furthermore, the following additional issues (non-reportable) were identified during inspection: a bent outer tube, fiber breakage and dents on the distal edge, debris under eyepiece (e/p) window, and debris in the optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.